Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to internal liquid ingress damage. Evidence of fluid ingress was found during an internal inspection. The main board was replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.